Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 1016427-2007-00113 and 9616099-2007-02122. This product is not available for analysis. Additional information will be provided within 30 days of receipt.

Event description:
The patient was treated in the study with a precise stent in the right internal carotid artery. After stent deployment, the patient blood pressire dropped and dopamine was started. The patient was unable to squeeze left hand strongly. At the end of the procedure, the patient was less responsive to name, unable to squeeze hand and patient's speech was garbled. A cat scan of the brain revealed a new acute to subacute right parietal infarct when compared to a prior MRI dated 05/2007. Following successful deployment of the stent involving the carotid artery, the patient was noted to have significant bradyarrhymia as well as significant hypertensive response. The patient was started on dopamine and followed with neo-synephrine but had developed atrial fibrillation which converted to wide complete tachycardia. A carotid massage in the contralateral carotid was given by physician, which improved the patient's heart rate; however, patient has been complaining of " ".

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers: 1016427-2007-00113 and 9616099-2007- 02122 the patient was treated in the (B)(6) study with a precise stent in the right internal carotid artery. After stent deployment the patient experienced a drop in blood pressure and acute cardiac related symptoms. Symptoms worsened and the patient was considered to be in acute coronary syndrome, a left heart catheterization was recommended and percutaneous intervention was completed successfully once the procedure was completed, the patient went for a CT scan and results revealed that the patient had new acute infarcts, diagnosed as a stroke the patient was discharged to rehabilitation but has since been released home with minor residuals. According to the reporter the cardiac symptoms were unrelated to the cordis products stroke is a well-known and documented potential complication of this type of procedure. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.